Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements greater than 200 ohms. Pace impedances remained within range, and there was no evidence of noise at the clinic visit. However, noisy signals were observed in a stored ventricular episode. This rv lead remains in service, and will continue to be monitored at this time. No adverse patient effects were reported.